Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery of the right hip was performed due to increased metal ion levels, black fluid on hip aspiration, metallosis and a soft tissue reaction.